Event description:
It was reported that a vns pt had been unable to perceive stimulation and that she had experienced a few seizures after implant surgery despite successive increases in therapy settings. Diagnostics were performed and resulted in a high impedance warning. The pt's treating vns therapy physician indicated that there had been no admissions of pt trauma or manipulation which could have contributed to the event. Follow up with the pt's implanting surgeon revealed that intraoperative diagnostics testing had confirmed proper device function. X-rays were received by the MFR and a review of the images revealed that the lead connector pin had not been fully inserted with the pt's pulse generator. The pt underwent exploratory surgery. During the surgery, the pt's lead connector pin was removed and reinserted within the generator and multiple device diagnostic tests were performed, all of which confirmed proper device function.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays review edby the MFR, lead pin not fully inserted past the connector block of generator.